Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: the black box showed evidence of unexplained power on reset events and cs 052/054 errors on the complaint date. On investigation, the pump powered on using the returned battery cap, which was evaluated and found to measuring within required specifications and fit securely on the pump. There was no evidence of contamination inside battery compartment. The pump was exercised for 24 hours without any errors, alarms or warnings occurring and no interruption in power. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment and pump case were noted to be cracked. (B)(4).